Manufacturer narrative:
Block b3: exact date unknown, event occurred in april of 2025 prior to the date the manufacturer became aware.

Event description:
It was reported that the patient had difficulty charging the implantable pulse generator (ipg) due to the device migration. The patient underwent a pocket revision. The device remained implanted and in service.